Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had slight moisture on keypad traces. Insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to resolve the alarm with a battery change. The customer's blood glucose was 170 mg/dl. The customer also reported leaving the insulin pump in a steamy bathroom. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.